Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. The atrial lead exhibited noise resulting in inappropriate automatic mode switch episodes. No intervention or patient symptoms were reported.